Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step. There was no adverse impact to customer's blood glucose level. Technical support assisted caller in completing the load process and resuming insulin delivery, educating them on ensuring air bubbles are removed from the cartridge prior to loading it onto the pump.